Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence with a cystourethrocele. It was reported that post implantation the patient experienced bleeding, painful urination, dyspareunia, erosion and recurrence. The patient underwent debridement with vaginal colporrhaphy on (B)(6) 2008 due to erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03728. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue, utis and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with bladder neck suspension, anterior colporrhaphy, and cystoscopy due to stress urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-03728. The same patient is represented in each medwatch.